Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run-on after the trigger was released was confirmed by a manufacturer service technician. Upon disassembly, a failed motor fet in the e-box was identified as the probable cause of the reported event.